Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/27/2019. The manufacturer's field service engineer (fse) performed troubleshooting with the customer. The customer was advised to perform a full performance verification test. The unit was able to go into standby; however, the 1202 error could not be duplicated. The customer was advised to verify the leak rate. The customer found that the operators were not setting up the mask and exhalation port settings correctly. The 1202 error has not recurred.

Event description:
It was reported that the ventilator would not go into standby and a 1202 (proximal line disconnect) alarm occurred. The device was in use at the time of the event; however, there was no patient harm.